Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post procedure follow up check, a right ventricular lead revealed low r-wave amplitude, low impedance, and a high capture threshold. The lead was repositioned on (B)(6) 2020. Discharge check revealed acceptable numbers. The patient was discharged in a stable condition.